Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event.

Event description:
This procedure was performed in the united kingdom. During a procedure on a heavily calcified iliac artery, the visi-pro stent separated from the balloon catheter and became stuck in the vessel. There was difficulty removing the catheter, but after a period of time it was removed. A small balloon was then inserted and used to dilate the visi-pro, which was not in the correct area of the vessel. A larger balloon was then used to fully dilate the stent. Two visi-pro stents were then used to treat the original diseased area of the vessel. No injury to the patient was reported.